Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 400 mg/dl. A manual insulin injection was administered to address bg level. Troubleshooting with tandem technical support was performed and determined that air bubbles were observed within the infusion set tubing. Reportedly, the customer would perform a supply change to address the issue and declined further troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.